Event description:
It was reported that the patient presented to the ER after receiving an alert. Upon interrogation, noise was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was found at 18.4-21.5cm from the distal tip. The etfe coat- ing of the rv conductors was opened consistent with explant damage. Internal insulation abrasion was found at the prox- imal end of the rv shock coil at 6.7cm from the distal tip. The etfe coating of the re conductors was abraded against the rv shock coil. The short between re conductors and the rv shock coil could cause the reported noise and sensing anomaly. Internal insulation abrasion was found at 8.4-8.6cm from the distal tip with the etfe coating intact. External insulation abrasion was found at 39.1cm and 35.2cm from the distal tip consistent with lead friction to the ICD.